Event description:
Performed multiple passes and noticed that the device was not getting full. He then took the lx out and cleaned it with little plaque yield. He took a pic and had slow flow and distal emboli. The pt ended up with a distal bypass.